Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 218-289mg/dl. Supply changes were performed and manual injections were administered to address the bg levels. The customer stated they would perform their own troubleshooting for past occlusion alarms and not observe insulin drip out of the infusion tubing during the load fill tubing sequence. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. A supply change was performed and additional occlusion alarms occurred. Tandem technical support advised the customer to contact their healthcare provider in regards to better site selection and a different infusion set type as the customer mentioned they had recently lost weight.